Event description:
During the procedure the no cross cypher cxs13275, stent got stuck at the lesion and then could not be withdrawn. The whole system was pulled out to get the stent, wire and guide out from the male, patient. Teh calcified proximal rca lesion 80%+, zuma jr4, 6f guide then changed to 6f im, allstar wire and predilated with voyager 2.5x8 balloon, the patient was fine during and after the procedure. Just had problems advancing the stent and then pulling it out of the lesion. The sales rep advised that the strut was lifted when removed. The product was clinically used. There was no reported patient injury.